Manufacturer narrative:
Novocure's medical opinion is that the contribution of the array placement to the wound infection cannot be ruled. Wound infection is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm). Contributing factors for wound infection in this patient include: underlying cancer disease and prior surgery affecting skin integrity.

Event description:
A 54-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio on (B)(6) 2024. On (B)(6) 2025, the patient informed novocure that he had been hospitalized approximately two weeks earlier due to an infection at the surgical resection site scar. The hospitalization lasted for 10 days, during which intravenous antibiotics were administered. Optune gio therapy was temporarily discontinued. The patient underwent tumor recurrence surgery on (B)(6) 2025, after which optune gio therapy was resumed. Attempts have been made to contact the prescribing physician for further information, but no response has been received to date.